Event description:
Patient reported she wasn't getting her remodulin infusion for 3 days. Patient mistakenly used pump that was supposed to be sent back (sn (B)(4)) and it didn't work. Patient restarted at previous dose of 60 ng/kg/min. Attempted to reach on call fellow but was unable. Advised patient to go to emergency room. Patient stated she is only 6 blocks from emergency room and will go if she starts to feel bad. Requested that she follow up with MDR tomorrow. No other information available. Dose or amount: 60 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: pah.